Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose readings rose from 260 mg/dl to 426 mg/dl over the span of 6 hours. The most recent blood glucose reading was 420 mg/dl. The customer stated that he had not treated and did not observe any symptoms of high blood glucose. He did not feel okay to troubleshoot. Advised the customer to contact his doctor or seek medical attention. The customer advised that he would treat with a manual injection and call back to troubleshoot for high blood glucose later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.